Event description:
Received report of a venous line disconnect from and ash catheter 2 hours into treatment/estimated blood loss 100cc pt was given normal saline and oxygen. EKG and blood cultures were done. EKG had changes so pt was sent to the hosp for observation. Pt remained asymptomatic. Await receipt of questionairre. 3/15/2000: questionairre refaxed to the facility on 3/15/2000.